Event description:
Boston scientific received information that a 'red alert' due to out of range pacing impedances as well as a 'yellow alert' due atrial arrhythmia burden (aab) were noted on this cardiac resynchronization therapy defibrillator (crt-d) associated with this right ventricular (rv) lead. At the follow up all leads were checked and an increase in pacing impedances was noted on the rv lead but impedances remained within range. Another follow up has been scheduled and a possible revision will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that a follow up took place. The physician did not find any evidence of a lead issue in addition to the increase in pacing impedances. The physician elected to schedule a shorter device follow up time to verify device performance. At this time the system remains implanted.

Manufacturer narrative:
Upon additional information, this event will be updated.

Manufacturer narrative:
During the most recent follow up out of range pacing impedances were once again noted on the right ventricular lead. The thresholds had also increased while the sensing measurements remained constant. The device was reprogrammed and another follow up was scheduled.